Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1900708 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer states that during a procedure the clip was not closing on the vessel. A new unit was used to complete the procedure. No patient harm.